Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for use. The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6)2025 the patient received surgical intervention for an infection. The patient had a wound wash out with betadine and hydrogen peroxide and ferrule replacement. Cultures were sent to the lab. Treatment included oral vancomycin to treat the superficial incisional infec20ion.